Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the first of two reports from this facility. (B)(4).

Event description:
A wholesaler reported that three viscoelastic devices exhibited whitish suspended matter upon injection during surgery which disturbed clarity during the procedure. Patient impact information is unknown. Additional information has been requested. Additional information received confirmed that the particles were aspirated out of the eye. There was no impact to the patient.

Manufacturer narrative:
One carton containing a used viscoelastic syringe was received by manufacturing as a complaint sample. Residual product is present in the returned syringe. The white foreign material was not returned. No similar complaints have been received so far for this lot. All batches are released according to the required specifications. Batch record filling was checked and a 100% visual inspection process of all filled syringes is performed to remove syringes with foreign material. A potential root cause of this complaint can be attributed to a component related issue or a solution quality issue however, a 100% visual inspection process of all filled syringes is performed to remove syringes with foreign material. The assembly is performed in a cleanroom at which time the operators wear protective clothing and hair caps. After compounding, the viscoelastic solution is filtered therefore, it is very unlikely that the particle was introduced in the syringe during the filling process. The barrel suppliers perform quality measures of each product before it is released to include washing, drying, lubricating, assembly of the barrels and tip caps. Packaging of the syringe, tip, cap assemblies are performed under appropriate clean conditions. No dust generating materials are allowed in the manufacturing area. The equipment and production environment are regularly cleaned. Additionally, the cannula supplier performs a visual inspection for foreign material on all product during the production process. During the manufacturing process, 100% of the cannula assemblies are exposed to an air blow off for particulate and a sampling is also performed. Customer handling could also not be eliminated as potential root cause for the reported condition. As the white foreign material was not returned and no manufacturing related issues were identified, a conclusive root cause could not be determined. Based on the complaint information, we can conclude that the disposition of the product remains unchanged. As the returned sample conformed to specifications, the complaint could be verified. (B)(4).